Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient reported feeling a vibratory alert. Upon interrogation, no alert was seen. All device parameters were satisfactory. The alert was tested for the patient familiarity and the device remains implanted.